Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Upon review by the manufacturer's investigation unit, the vibra-alarm in the infusion device was no longer functioning. No adverse event was reported. Suspect device was returned.